Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-1-fem-celect-pt . Expiration date: unknown as lot # is unknown. MFR date unknown as lot # is unknown. Summary of investigational findings: investigation is solely based on description of event. No product was returned and no imaging was provided. Given the limited information provided, it would be inappropriate to speculate at what may or may not have led to the reported difficult filter release. It is noted that the filter was removed and another filter was placed successfully. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: red safety button was placed, and the blue release button but the device would not release from the system. The user snared the device to collapse the device. The entire device and filter was removed from the patient without harm, and another cook filter (jugular) was used to complete the procedure. Patient outcome: the patient required an additional procedure: a jugular approach placement was performed successfully. No section of the device remained inside the patient¿s body nor did the patient experience any adverse effects.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-fem-celect-pt. (B)(4). Investigation is still in progress

Event description:
Description of event according to initial reporter: red safety button was placed, and the blue release button but the device would not release from the system. The user snared the device to collapse the device. The entire device and filter was removed from the patient without harm, and another cook filter (jugular) was used to complete the procedure. Patient outcome: the patient required an additional procedure: a jugular approach placement was performed successfully. No section of the device remained inside the patient¿s body nor did the patient experience any adverse effects.